Event description:
Related manufacturer reference number: 1627487-2023-00995. It was reported that the patient had high impedances on all lead contacts and both leads had fractured. As a result the patient was experiencing increased pain. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective therapy was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.